Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate and the pump bulb stayed flat. A surgical procedure was performed during which the cylinder and pump were explanted and replaced, and the previous reservoir was not removed. Upon explant the physician identified a break in the tubing near the pump and air in the lines. The patient fully recovered, and there were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.